Event description:
My mom was sitting in a regular chair at a doctor's office she stood up and for balance grabbed the side arm rail of her quantum electric motor wheelchair. The device joystick was engaged and it pulled forward breaking toes on both feet. No one was in the seat of the chair. I don't understand how a machine could be operated in such a manor in which seems unsafe designed and dangerous please help. FDA safety report ID# (B)(4).